Manufacturer narrative:
(B)(4).

Event description:
It was reported that an (B)(6) study was done in (B)(6) 2011 that did not appear to show normal flow. On (B)(6) 2011, the catheter was moved from one area of the ventricle to another; reason for this was not provided. On (B)(6) 2011, pt experienced baclofen withdrawal symptoms and was given oral baclofen on (B)(6) 2011. The pump dose was increased 20% around (B)(6) 2011. On (B)(6) 2011, it was reported that the pt experienced withdrawal symptoms that included "severe muscle spasms, lethargy, intermittent bouts of flaccidity and obtundedness". The pt was hospitalized on (B)(6) 2011. Lioresal was increased from 216.99 mcg/day to 257.32 mcg/day and a single bolus of 124.94 mcg was given on (B)(6) /2011. Final pt outcome not provided.